Event description:
Balloon withdrawal failure from the stent. Pt was forced to undergo an emergency coronary artery by-pass graft surgery to save their life. A chain of innumerable adverse events has happened to pt after this failure. Pt has suffered a great deal of mental and physical pain and has been bed-ridden and immobile with stroke and gangrene for over 260 days since procedure. The stroke has partially paralyzed the left side of body and gangrene is evident on right foot and toes. It is observed that the minimum loss of two toes would be inevitable. A left to right femoral by-pass surgery was done for prevention of gangrene from spreading to other parts of body. One of the specialists had even recommended amputation of the right leg. Internal bleeding had happened twice for about two weeks. Two endoscopies (gastroscopy and sclerotherapy) were done immediately after the internal bleeding. Heart and femoral by-pass surgery incision wounds took several months to heal. One wound still remains in the left leg to be healed. Due to the stroke mental state is quite abnormal. Pt is very forgetful, talks incoherently at times and has occasional spells of crying and screaming for no apparent reason. This is a pt that before the failed procedure was known for their calm and gentle demeanor. Finally, the gangrene-affected right fourth and big toes had been removed surgically.